Event description:
The patient reported high glucose levels, with a bg reading of 325 mg/dl. No recent messages or alarms were noted on the omnipod 5 app. The customer was unsure if the pink slide on the pod moved forward. There was no redness, swelling, or insulin leakage at the pod site, and the cannula appeared normal. The patient was advised to remove the pod and apply a new one, but she used an injection to control her glucose levels. The patient mentioned that the pod stopped working, leading to high bg levels, and she sought medical attention, spending about 5 hours in the emergency room (ER). At the ER they gave her insulin and fluids.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.